Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that functional verification was done in arctic sun device. They replaced circulation pump, mixing pump, heater, drain valves, level sensor. Replaced flow meter of the new pump. Calibration was done on the device. In evaluation findings they noted level sensor was broken. 2000 hour preventive maintenance needed. Per sample evaluation results received on 15may2024, it was reported that there was a flow in the fluid delivery line (fdl) but the artic sun was saying no flow. Flow meter failure .